Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of the left essure device and perforation of the left fallopian tube"), device breakage ("micro-insert breakage/device breakage,"), device dislocation ("migration of essure device location of device: left device") and genital haemorrhage ("abnormal, heavy bleeding") in a 30-year-old female patient who had essure (batch no. 869764) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "2 coils found in left tube / 2nd coil found in left tube" on (B)(6) 2012. The patient's past medical history included oophorectomy. Not normal period bleed, but it was liquid, dark, fresh blood. Advised to go to the ER for heavy bleeding.not anemic.was saturating super + tampon every 2-3 hours and using pad for overflow. Passing clots.minimal physiologic fluid and corpus luteum in the right ovary. Concurrent conditions included burning sensation, hematoma, saline infusion sonohysterography (o be performed immediately post menses.), menometrorrhagia, polyp, uterine bleeding, irritability, anxiety, left lower quadrant pain, anesthesia and constipation. Concomitant products included ibuprofen for pain relief as well as medroxyprogesterone. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced scar ("permanent scar tissue") and adenomyosis ("adenomyosis"). On (B)(6) 2012, the patient experienced menstruation irregular ("irregular menses,"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced vaginal discharge ("irregular vaginal discharge"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), alopecia ("hair loss") and pelvic pain ("pain"). In (B)(6) 2015, the patient experienced migraine ("migraines/igraines/headaches"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),") and abdominal distension ("bloating"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy,"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), vaginal infection ("vaginal infection"), procedural pain ("painful post-operative recovery"), swelling ("swelling"), vulvovaginal pain ("vaginal pain"), headache ("headache") and the second episode of abdominal pain lower ("cramping"). The patient was treated with surgery (left salpingectomy to remove the left essure device on (B)(6) 2015) and surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, genital haemorrhage, dysmenorrhoea, vaginal infection, procedural pain, menorrhagia, abdominal distension, swelling, allergy to metals, menstruation irregular, adenomyosis, vulvovaginal pain and headache outcome was unknown and the back pain, migraine, vaginal discharge, dyspareunia, vaginal haemorrhage, fatigue, alopecia, pelvic pain, scar and the last episode of abdominal pain lower had resolved. The reporter considered abdominal distension, adenomyosis, allergy to metals, alopecia, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, procedural pain, scar, swelling, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: on (B)(6) 2015, plaintiff underwent a left salpingectomy to remove the left essure device. After the surgery, plaintiff continued to suffer from her symptoms. On (B)(6) 2017, plaintiff underwent a hysterectomy to remove the right essure device. Following each essure removal surgery, plaintiff suffered a painful post-operative recovery. While they were trying to first place coil on left side, the tool they used to dispense the coil jammed and the apparatus and coil were stuck on the tissue of the fallopian tube. After two attempts the essure coils were successfully placed. On (B)(6) 2015,unilateral salpingectomy ¿ left salpingectomy with removal of left essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: both tubes are occluded by essure devices transabdominal and transvaginal ultrasound: both essure coils are visualized and appear normal in position pathology report diagnosis: proliferative endometrium, without atypia or hyperplasia. Left fallopian tube ¿ tube is without pathologic alteration. Free fragments show fibrinoid and fat necrosis, possibly infarcted appendices epiploica, and whispy [as written] fibromembranous tissue, consistent with adhesions. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and mr, new reporter, patient demographic information, patient relevant information and lab data,essure indication permanent birth control by bilateral occlusion of the fallopian tubes and lot number 869764,concomitant product,new events abnormal bleeding (vaginal, menorrhagia), fatigue, gastrointestinal or digestive system condition type: bloating, swelling, hair loss, 2 coils found in left tube / 2nd coil found in left tube, pain, irregular menses, adenomyosis, permanent scar tissue, vaginal pain ,headache and cramping were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("micro-insert breakage/device breakage,"), fallopian tube perforation ("migration of the left essure device and perforation of the left fallopian tube"), device dislocation ("migration of essure device location of device: left device/two coil found in left tube") and genital haemorrhage ("abnormal, heavy bleeding") in a 30-year-old female patient who had essure (batch no. 869764) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "2 coils found in left tube / 2nd coil found in left tube" on (B)(6) 2012. The patient's past medical history included oophorectomy. Not normal period bleed, but it was liquid, dark, fresh blood. Advised to go to the ER for heavy bleeding.not anemic.was saturating super + tampon every 2-3 hours and using pad for overflow. Passing clots.minimal physiologic fluid and corpus luteum in the right ovary. Concurrent conditions included burning leg, hematoma, saline infusion sonohysterography (o be performed immediately post menses.), menometrorrhagia, polyp, uterine bleeding, irritability, anxiety, left lower quadrant pain, anesthesia and constipation. Concomitant products included ibuprofen for pain relief as well as medroxyprogesterone. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced scar ("permanent scar tissue") and adenomyosis ("adenomyosis"). On (B)(6) 2012, the patient experienced menstruation irregular ("irregular menses,"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced vaginal discharge ("irregular vaginal discharge"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), alopecia ("hair loss") and pelvic pain ("pain"). In (B)(6) 2015, the patient experienced migraine ("migraines/igraines/headaches"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),") and abdominal distension ("bloating"). In 2015, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy,"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), vaginal infection ("vaginal infection"), procedural pain ("painful post-operative recovery"), swelling ("swelling"), vulvovaginal pain ("vaginal pain"), headache ("headache") and the second episode of abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy) and surgery (left salpingectomy to remove the left essure device on (B)(6) 2015). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, genital haemorrhage, dysmenorrhoea, vaginal infection, procedural pain, menorrhagia, abdominal distension, swelling, allergy to metals, menstruation irregular, adenomyosis, vulvovaginal pain and headache outcome was unknown and the back pain, migraine, vaginal discharge, dyspareunia, vaginal haemorrhage, fatigue, alopecia, pelvic pain, scar and the last episode of abdominal pain lower had resolved. The reporter considered abdominal distension, adenomyosis, allergy to metals, alopecia, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, procedural pain, scar, swelling, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: on (B)(6) 2015, plaintiff underwent a left salpingectomy to remove the left essure device. After the surgery, plaintiff continued to suffer from her symptoms. On (B)(6) 2017, plaintiff underwent a hysterectomy to remove the right essure device. Following each essure removal surgery, plaintiff suffered a painful post-operative recovery. While they were trying to first place coil on left side, the tool they used to dispense the coil jammed and the apparatus and coil were stuck on the tissue of the fallopian tube. After two attempts the essure coils were successfully placed. On (B)(6) 2015, unilateral salpingectomy ¿ left salpingectomy with removal of left essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: both tubes are occluded by essure devices transabdominal and transvaginal ultrasound: both essure coils are visualized and appear normal in position. Pathology report. Diagnosis: proliferative endometrium, without atypia or hyperplasia. Left fallopian tube ¿ tube is without pathologic alteration. Free fragments show fibrinoid and fat necrosis, possibly infarcted appendices epiploica, and whispy [as written] fibromembranous tissue, consistent with adhesions. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("micro-insert breakage/device breakage,"), fallopian tube perforation ("migration of the left essure device and perforation of the left fallopian tube"), device dislocation ("migration of essure device location of device: left device/two coil found in left tube") and genital haemorrhage ("abnormal, heavy bleeding") in a 30-year-old female patient who had essure (batch no. 869764) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "2 coils found in left tube / 2nd coil found in left tube" on (B)(6) 2012. The patient's past medical history included oophorectomy. Not normal period bleed, but it was liquid, dark, fresh blood. Advised to go to the ER for heavy bleeding. Not anemic. Was saturating super + tampon every 2-3 hours and using pad for overflow. Passing clots. Minimal physiologic fluid and corpus luteum in the right ovary. Concurrent conditions included burning leg, hematoma, saline infusion sonohysterography (o be performed immediately post menses.), menometrorrhagia, polyp, uterine bleeding, irritability, anxiety, left lower quadrant pain, anesthesia and constipation. Concomitant products included ibuprofen for pain relief as well as medroxyprogesterone. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced scar ("permanent scar tissue") and adenomyosis ("adenomyosis"). On (B)(6) 2012, the patient experienced menstruation irregular ("irregular menses,"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced vaginal discharge ("irregular vaginal discharge"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), alopecia ("hair loss") and pelvic pain ("pain"). In (B)(6) 2015, the patient experienced migraine ("migraines/migraines/headaches"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),") and abdominal distension ("bloating"). In 2015, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy,"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), vaginal infection ("vaginal infection"), procedural pain ("painful post-operative recovery"), swelling ("swelling"), vulvovaginal pain ("vaginal pain"), headache ("headache") and the second episode of abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy) and surgery (left salpingectomy to remove the left essure device on (B)(6) 2015). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, vaginal infection, procedural pain, menorrhagia, abdominal distension, swelling, allergy to metals, menstruation irregular, adenomyosis, vulvovaginal pain and headache outcome was unknown, the genital haemorrhage, dysmenorrhoea, back pain, migraine, vaginal discharge, dyspareunia, vaginal haemorrhage, fatigue, alopecia, pelvic pain and the last episode of abdominal pain lower had resolved and the scar was resolving. The reporter considered abdominal distension, adenomyosis, allergy to metals, alopecia, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, procedural pain, scar, swelling, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: on (B)(6) 2015, plaintiff underwent a left salpingectomy to remove the left essure device. After the surgery, plaintiff continued to suffer from her symptoms. On (B)(6) 2017, plaintiff underwent a hysterectomy to remove the right essure device. Following each essure removal surgery, plaintiff suffered a painful post-operative recovery. While they were trying to first place coil on left side, the tool they used to dispense the coil jammed and the apparatus and coil were stuck on the tissue of the fallopian tube. After two attempts the essure coils were successfully placed. On (B)(6) 2015,unilateral salpingectomy ¿ left salpingectomy with removal of left essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: both tubes are occluded by essure devices transabdominal and transvaginal ultrasound: both essure coils are visualized and appear normal in position. Pathology report diagnosis: proliferative endometrium, without atypia or hyperplasia. Left fallopian tube ¿ tube is without pathologic alteration. Free fragments show fibrinoid and fat necrosis, possibly infarcted appendices epiploica, and whispy [as written] fibromembranous tissue, consistent with adhesions. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2018: pfs received : outcome of events, "bleeding , cramping" were updated to "recovered/resolved". And outcome of event, "scar" was updated to "recovering/resolving". Reporter information was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of the left essure device and perforation of the left fallopian tube"), device breakage ("micro-insert breakage") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), migraine ("migraines"), vaginal discharge ("irregular vaginal discharge"), vaginal infection ("vaginal infection"), dyspareunia ("pain during intercourse") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (left salpingectomy to remove the left essure device on (B)(6) 2015) and surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, dysmenorrhoea, abdominal pain lower, back pain, migraine, vaginal discharge, vaginal infection, dyspareunia and procedural pain outcome was unknown. The reporter considered abdominal pain lower, back pain, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, migraine, procedural pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2015, plaintiff underwent a left salpingectomy to remove the left essure device. After the surgery, plaintiff continued to suffer from her symptoms. On (B)(6) 2017, plaintiff underwent a hysterectomy to remove the right essure device. Following each essure removal surgery, plaintiff suffered a painful post-operative recovery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirming full occlusion of fallopian tubes incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.